Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v988003, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the elective replacement indicator (eri low) icon was seen. There was dissatisfaction with the implantable neurostimulator (ins) longevity. The patient was told that the device would last five years. The patient was unaware if any longevity estimate was ever performed. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v988003, implanted: 2012 (B)(6); product type lead (B)(4).

Event description:
Additional information from the consumer reported there was no symptom related to the eri as the indicator was seen before the unit went down. It was replaced on 2015 (B)(6). It was noted that the manufacturers's representative told her that her usage was high enough that the device only lasted 3 years and a month. The eri condition and implant longevity concerns were resolved.